Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was booting up to an alarm 74 (non-recoverable system error). Mis discussed, this was indicative of a failure of the outlet control temperature (t2) thermistor. Nurse would like to send the device in for this repair and the 2000-hour service. Per support or biomed tech via phone on (B)(6) 2023, they would send device in for service.

Event description:
It was reported that the arctic sun device was booting up to an alarm 74 (non-recoverable system error). Mis discussed this was indicative of a failure of the outlet control temperature (t2) thermistor. Nurse would like to send the device in for this repair and the 2000-hour service. Per support or biomed tech via phone on (B)(6) 2023, they would send device in for service. Per sample evaluation results received on 17mar2023, it was reported that the root cause of the reported issue was due to a failed t2 thermistor. It was stated that the neutral connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress . It was also stated that the replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. It was noted that the circulation pump motor had dried out squealing bearings. Preventatively replaced the power inlet module and the ac main voltage circuit card. It was also noted that replaced circulation pump motor.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed tank harness. Confirmed the alarm 74 in system log files. T2 was found to be reading 99 which indicates an open thermistor. Received multiple alert 79's in decon. Tank harness was replaced. The neutral connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. Double bend tube and the chiller evaporator outlet tube found expanded. Circulation pump motor had dried out squealing bearings. The device underwent pm servicing while in for repair. Preventatively replaced the power inlet module and the ac main voltage circuit card. Serviced circulation pump and mixing pump. Replaced heater, both manifold o-rings and drain valves. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. Replaced circulation pump motor. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. It was unknown if there was patient involvement on the device. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.